Event description:
It was reported that in 2006, the patient underwent a right ulnar nerve transportation. After the procedure, steristrips were applied to the incision and then the dressing was placed over the area. This dressing remained in place until the next six day when removed by the surgeon and was not replaced. When the dressing was removed, the area appeared red and swollen with some pain at the surgical site. After a few days, the swelling increased and the pores in that area began to weep. This continuted, and then pus was noted at the surgical site. The patient was placed on antihistamines and then an antibiotic-cephalexin. The infection resolved with the antibiotics. The patient continued to have inflammation at the surgical site and hives all over her body. She was then placed on prednisone and has been on prednisone twice now as the reactions returns after the steroid is discontinued. She reported going to the ER 4 different times for these issues. The patient is still experiencing hives in the axilla area and continues to take prescription antihistamines.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted acccordingly.